Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils seen within the right myometrium and located within the left adnexa'), pelvic pain ('pelvic/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleed') and crohn's disease ('type of autoimmune diagnosed: crohn's disease') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included budesonide since (B)(6)2018, naltrexone since (B)(6)2018 and prednisolone since (B)(6)2018 for crohn's disease. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and vaginal infection ("vaginal infections") and was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions") and abdominal pain lower ("right lower quadrant stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation on (B)(6)2016 and salpingectomy (unilateral), oophorectomy (unilateral), hyst. (Full)-(B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, crohn's disease and vaginal infection outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, vaginal discharge, cystitis, fatigue, nausea, alopecia, weight increased, weight decreased and gastrointestinal disorder had resolved and the vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, bleeding-menorrhagia (heavy menstrual bleeding), general abnormal bleed, crohn's disease, vaginal discharge, bladder infection, fatigue, gi conditions, nausea, hair loss, weight gain, weight loss, vaginal bleeding, vaginal infections, removal recommended by treating physician: yes hyst. (Full) (interpreted as hysterectomy),salping. (Unilateral) (interpreted as salpingectomy,oophorectomy (unilateral)- (B)(6)2018 and (B)(6)2016 current weight: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6)2016: result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils seen within the right myometrium and located within the left adnexa'), pelvic pain ('pelvic/ pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included budesonide since (B)(6) 2018, naltrexone since (B)(6) 2018 and prednisolone since (B)(6) 2018 for crohn's disease. On (B)(6) 2015, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and vaginal infection ("vaginal infections") and was found to have weight increased ("weight gain"). In june 2017, the patient experienced crohn's disease ("type of autoimmune diagnosed: crohn's disease"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), abdominal pain lower ("right lower quadrant stomach pain") and abscess ("abcess") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation on (B)(6) 2016 and salpingectomy (unilateral), oophorectomy (unilateral), hyst. (Full)-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, crohn's disease, vaginal infection and abscess outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, vaginal discharge, cystitis, fatigue, nausea, alopecia, weight increased, weight decreased and gastrointestinal disorder had resolved and the vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abscess, alopecia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, bleeding-menorrhagia (heavy menstrual bleeding), general abnormal bleed, crohn's disease, vaginal discharge, bladder infection, fatigue, gi conditions, nausea, hair loss, weight gain, weight loss, vaginal bleeding, vaginal infections, removal recommended by treating physician: yes hyst. (Full) (interpreted as hysterectomy),salping. (Unilateral) (interpreted as salpingectomy,oophorectomy (unilateral)- (B)(6) 2018 and (B)(6) 2016 current weight: 130 lbs. Discrepancy noted date of removal: (B)(6) 2016,(B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information was added. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils seen within the right myometrium and located within the left adnexa'), pelvic pain ('pelvic/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleed') and crohn's disease ('type of autoimmune diagnosed: crohn's disease') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included budesonide since (B)(6) 2018, naltrexone since (B)(6) 2018 and prednisolone since (B)(6) 2018 for crohn's disease. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and vaginal infection ("vaginal infections") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions") and abdominal pain lower ("right lower quadrant stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation on (B)(6) 2016 and salpingectomy (unilateral), oophorectomy (unilateral), hyst. (Full)-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, crohn's disease and vaginal infection outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, vaginal discharge, cystitis, fatigue, nausea, alopecia, weight increased, weight decreased and gastrointestinal disorder had resolved and the vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, bleeding-menorrhagia (heavy menstrual bleeding), general abnormal bleed, crohn's disease, vaginal discharge, bladder infection, fatigue, gi conditions, nausea, hair loss, weight gain, weight loss, vaginal bleeding, vaginal infections, removal recommended by treating physician: yes hyst. (Full) (interpreted as hysterectomy),salping. (Unilateral) (interpreted as salpingectomy,oophorectomy (unilateral)- (B)(6) 2018 and (B)(6) 2016 current weight: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: lot number was added, newly added events- vaginal bleeding, vaginal infections , right lower quadrant pain, onset date of previously reported events- genital bleeding, menorrhagia, apareunia, crohn's disease, dysmenorrhea (cramping), nausea, fatigue, hair loss, pelvic pain female, vaginal discharge, weight gain was added, reporter was added, consumer height and weight was added, lab data were updated, medical history and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), genital haemorrhage ('general abnormal bleed') and crohn's disease ('type of autoimmune diagnosed: crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(unilateral), oophorectomy (unilateral), hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, menorrhagia, vaginal discharge, cystitis, fatigue, nausea, alopecia, weight increased, weight decreased and gastrointestinal disorder had resolved and the crohn's disease outcome was unknown. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, bleeding-menorrhagia (heavy menstrual bleeding), general abnormal bleed, crohn's disease, vaginal discharge, bladder infection, fatigue, gi conditions, nausea, hair loss, weight gain, weight loss removal recommended by treating physician: yes hyst. (Full) (interpreted as hysterectomy),salping. (Unilateral) (interpreted as salpingectomy,oophorectomy (unilateral)- (B)(6) 2018 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was received, case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain, abdominal pain, apareunia, menorrhagia, general abnormal bleed, crohn's disease, vaginal discharge, bladder infection, fatigue, gi conditions, nausea, hair loss, weight gain, weight loss, were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.